Event description:
It was reported that the pump exhibited a bubbled downstream occlusion and a missing battery divider. During physical inspection, it was found that the downstream occlusion seal was damaged. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal and missing battery spacer. Functional and visual tests were performed and the reported issue was duplicated. The probable cause of the reported issue was due to the damaged downstream occlusion seal. As a result, the downstream occlusion seal and battery spacer were replaced, and the sensor was calibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.